Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen is dim after the pump was in storage for 2 years. Reporter stated that the dim display issue was not resolved by battery change. Reporter noted that the pump has not been exposed to heat or moisture, and there was no trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen was functioning properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.